Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned and evaluated. The visual inspection found no damage. The functional evaluation found no faults, the device performed within expected parameters. We have not been able to establish a relationship with the reported event. Probable root causes include device orientation, or kinks, leaks. The IFU offers further guidance. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device presented a blockage. No harm or injury reported.